Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g4, g7, h2 and h10. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The bronchoscope instruction manual warns user on how to prevent damage to the scope. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Event description:
The service center was informed that the protection cover at the tip of the scope detached. There was no patient involvement reported.